Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade I". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade I". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening and missing assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non penetrating nick was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.